Manufacturer narrative:
(B)(4). The reported events of high intraocular pressure, fibrosis, ocular pain, absence of bleb, vision abnormalities and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the right eye. A needling revision occurred on a later date with betadine prep and moxifloxacin qid given post-revision. Patient ultimately experienced eye pain and reduced vision with fibrin and hypopyon in the anterior chamber. The bleb was flat and the xen was not visible. Patient had par plana vitrectomy same day with intravitreal antibiotics. There was a recurrent hypopyon on a later date and exploration of the bleb revealed some of the xen was in the subconjunctival space but was not attached to remainder of xen stent. Remainder of the xen was grasped and removed. The recurrent hypopyon was cleared with irritation/aspiration. Patient has recovered with the hypopyon cleared and vision is close to baseline at 20/50.